Event description:
It was reported that inappropriate atp therapy due to lead noise was observed via merlin.net. There were no adverse consequences to the patient post procedure.

Manufacturer narrative:
(B)(4).